Event description:
Surgeon recently used the revive stem with a pyrocarbon humeral head for a patient who needed to be revised to a hemiarthroplasty. This is off-label usage.

Manufacturer narrative:
The reported event could be confirmed. Since x-rays were provided, the opinion of the medical expert was requested and stated as following: insufficient bone support of the proximal part of the revive construct may lead to disassembly of the different components of the stem. Also the use of a hemiarthroplasty without an intact rotator cuff may lead to earlier revision (this is not dependent on the use of a pyrocarbon head as such). Based on investigation, the root cause was attributed to a user related issue. The event was caused by an implantation of a configuration of the implants that is not approved in the instruction for use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling indicates the combinations of tornier hrs with humeral head. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Surgeon recently used the revive stem with a pyrocarbon humeral head for a patient who needed to be revised to a hemiarthroplasty. This is off-label usage.